Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during a tka surgery, a universal pin driver were not able to hold the headed pins. There were no delays reported and it is unknown how the procedure was completed. The patient outcome is unknown. However, after further clarification and information received on device returned on internal reference (B)(4), MDR report number: 1020279-2021-04960 with the same reported failure mode; it was determined that the issue does not meet the criteria to be reportable; and therefore, there was no serious injury. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury.

Event description:
It was reported that, during surgery, two (2) universal pin driver were not able to hold the headed pins. There were no delays reported and it is unknown how the procedure was completed. The patient outcome is unknown.